Event description:
Facility reports that 1 & 1/2 hours into the treatment, the venous bloodline developed a leak, blood loss reported of approx. 30cc. The area of the leak was found to be 8 inches below the venous trap. The treatment was restarted after the venous line was replaced. No apparent harm to pt. Sample was not available for investigation.